Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown head ¿ unknown part and lot; unknown cup ¿ unknown part and lot; unknown stem ¿ unknown part and lot. Customer has indicated that the product in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03386.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.